Event description:
With a recently received order, the reporter noted that the quick-combo test plug would not insert easily into the product quick-comb theraphy cable and required substantial force to then remove from the cable. Difficulty in the removal of the test plug could delay delivery of product theraphy to a patient. There was no patirnt use associated with the report.